Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Device history lot: part: 311.431-us, lot: 48p2936, manufacturing site: (B)(4), release to warehouse date: apr. 27, 2020. A manufacturing record evaluation was performed for the finished device 311.431-us lot: 48p2936 and no non-conformance's were identified. Reporter is jnj representative. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an unknown surgery, a large handle with quick coupling was broken from new screw removal set. The procedure was successfully completed with no surgical delay. No patient consequence. This complaint involves one (1) device. This report involves one (1) large handle with quick coupling. This report is 1 of 1 for (B)(4).